Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker. The device also was received with missing original battery cap.

Event description:
Customer reported that the battery cap was stripped and that the blood glucose reading was going up. The blood glucose reading was 311 mg/dl. She stated that the insulin pump also had cracks in it and that the insulin pump had been dropped. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.